Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This issue is being investigated through CAPA.

Event description:
The facility's pharmacist reported to baxter (B)(4) that a syringe adaptor set was leaking in the molded y part. This occurred during priming. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.